Event description:
It was reported that both of the patient's leads broke during a pain stimulation trial. The patient was having a ''very successful'' trial prior to the lead breaks. The patient believes the breaks occurred when she was pulling up her pants. The patient could not feel stimulation and when she went to the clinic, the nurse found both leads ''completely severed'' and ''it looked like they were cut straight across.'' The leads were removed from the patient and a full stimulation implant was being scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3555-31, lot # unknown, product type screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the trialing cable found no anomaly. Analysis of both leads found the outer insulation broken and conductor to be broken (overstress/damage).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)